Manufacturer narrative:
Calibration of the glu channel afterward failed. Re-calibration with a fresh bottle of calibration and then fresh cartridge of reagent also failed. A field service engineer (fse) was dispatched and replaced numerous hardware components involved with sample and reagent handling. All carryover testing and precision runs passed after hardware was replaced. The root cause for this event could be attributed to hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one glucose (glu) cartridge patient sample that was run on the unicel dxc 600 pro synchron clinical system with the following erratic results: 37, 72, 106 and 117mg/dl. The true value of the sample that was reported was not provided by the customer. There was no affect to patient with regard to this event.